Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got multiple pump errors. Post-reset ram crc alarm was found in insulin pump. The customer¿s blood glucose level was 248mg/dl at the time of incident. Customer declined troubleshooting. Customer also stated that they are not able to rewind the pump. Customer advice to the pump requires replacement and to discontinue use of the pump. The product will be return for the analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error after battery installation. The constant critical pump error alarm resulted from a problem isolated to the force sensor. The device was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump errors 4, 54, 49, 23 due to critical pump error.